Event description:
It was reported that during use the device was found to be rusted in the inner core. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that the device was found to be rusted in the inner core. No case involved. Results of investigation have concluded that the inner core of the cannula was rusted and it was used in a case as it contains tissue matters.

Manufacturer narrative:
One 72200829 6mm rotatable high flow dual valve diagnostic cannula was not used for treatment but was returned for evaluation. This is a two year old reusable device. The complaint stated: ¿the device was found to be rusted in the inner core. No case involved¿. The surface of the device has etching from wear, cleaning agents and contact with other instruments or devices during uses and sterilization. The length of the cannula tube is damaged. There is a crease in the cannula tube. It is bowed and bent. There is long standing stain on the outside of the stop cocks. Upon further inspection, the inside of the product was found to be quite tainted and stained. There was also long standing lubricant, povidone stain, bio fluid and tissue matter remains. The product has not been sustained in the recommended manner. There were areas noted where bodily acids have festered and surface oxidation had begun.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting: an email from the reporter stated that the device was not used in a patient. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the device was found to be rusted in the inner core. No case involved.